Manufacturer narrative:
The device remains implanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced difficulty holding an erection during intercourse and also urinary incontinence. The patient noted they had issues of impotence prior to implant. Nevro attempted to obtain additional information regarding the nature of the symptoms but was unsuccessful. There have been no reports of further complications regarding this event.